Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After implantation, the patient flat lined. Cardiopulmonary resuscitation (CPR) was performed and the patient regained a pulse. After CPR, flows on the impella cp would not rise above 0.2. The physician gave fluids in hopes to break suction events. After this was unsuccessful, the decision was made to explant the impella cp and implant a new one. The patient was successfully weaned and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.